Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during patient care, the autopulse platform displayed user advisory (ua) 02 (compression tracking error) and user advisory (ua) 41 (patient temperature sensor failure) error messages. No known impact or patient consequence was reported. No additional information was provided.